Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that a few days ago they noticed pain in their back and a knot just above their implant site. Caller noted at that same that time their stimulation was no longer working. Caller stated that they checked all 3 zones and turned the stimulation all the way up, but they were still not feeling any stimulation. Caller denied any recent falls. The caller stated that at the same time they noticed this issue, they also noticed that they were getting really bad headaches. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of representative and provided  national answering service (nas) number for healthcare provider office to call.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.